Event description:
Procedure: liver resection. According to the reporter: after the second firing the jaws locked on tissue. The surgeon transected around the area to remove the device. Delay in or time was reported as 45 minutes. Another port was added to finish the case. The pt is reported to be fine at this time w/no additional blood loss.